Event description:
Customer reported a low blood glucose level, with the lowest recorded level being 44 mg/dl, confirmed by both cgm and bg meter. The issue was attributed to incorrect personal profile settings in the pump, which were corrected with assistance from technical support. The customer consumed carbohydrates to address the low blood glucose and was advised to replace supplies as necessary, with replacement supplies to be sent by technical support.